Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient temperature was not measured on the arctic sun device. Per review of wo on 27dec2022, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 29dec2022, they replaced an isolation circuit card. The temperature was not displayed on the screen. They received an alarm 17 (patient temperature 1 calibration error). They repaired the device in the field. The date of event occurred was (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed isolation circuit card. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient temperature was not measured on the arctic sun device. Per review of wo on 27dec2022, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 29dec2022, they replaced an isolation circuit card. The temperature was not displayed on the screen. They received an alarm 17 (patient temperature 1 calibration error). They repaired the device in the field. The date of event occurred was 26dec2022.